Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii; guide cath: access6f jr4. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. In this case, there was no report of any damage observed to the vision stent delivery system (sds) or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. Additionally, the lesion morphology may have likely contributed to the reported difficulty. As the product was discarded by the account, it was not returned for analysis and may have also further aided the investigation. However, it is likely that the sds interacted with the tortuous and calcified lesion during advancement and/or retraction of the device, such that as it was advanced against resistance, the stent became disrupted on the balloon and eventually dislodged into the vessel. The additional therapy/non-surgical treatment appears to be a secondary effect of the reported stent dislodgement as a balloon catheter was eventually used to implant the dislodged stent in the target lesion after the failed attempts to retrieve the stent. It should be noted that the instructions for use (IFU) warns: when the catheter is exposed to the vascular system, it should be manipulated while under fluoroscopic observation. Do not advance or retract the catheter if resistance is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation or damage of the catheter, tip separation or damage and / or stent damage or dislodgement. This may cause thrombosis, occlusion or necessitate recovery of fragments of the catheter. If a portion of the catheter system becomes separated in the body, the physician must determine how and whether the separated portion of the catheter system should be removed based on the medical condition of the patient. If retrieval of a portion of the catheter system is desired, some options the physician should consider are: biopsy forceps, snares and emergency CABG. In this case, advancing the sds against resistance likely contributed to the reported stent dislodgment. A review of the device lot history record revealed no associated nonconforming material records and all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.

Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, 99% stenosed mid right coronary artery, after pre-dilatation with a non-abbott balloon catheter at 14 atmosphere, the 2.5 mm x 23 mm mini vision stent delivery system was advanced but could not cross the lesion. While attempting to cross the lesion, the stent implant dislodged off the balloon in the coronary. An attempt to retrieve the stent using a snare was unsuccessful. A 1.5 mm x 12 mm non-abbott balloon catheter was advanced and the distal part of the balloon was positioned inside the stent; low pressure was applied while pulling the stent, however, the implant could not be pulled. The non-abbott balloon catheter was positioned in the target lesion and the dislodged stent was expanded in the target lesion. A 3.0 mm x 20 mm non-abbott balloon catheter was used to dilate and fully appose the stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was available.